Event description:
I have had 2 of this model heating pad. The control unit does not maintain the set temperature and changes or turns off at random. It could burn someone not expecting it. Onkey electronic technology co. FDA safety report ID# (B)(4).